Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains unxx determined at this time. Review of the run data file did not show a definitive root cause for the higher than expected wbc count of the platelet product. It is possible that an escape of wbcs from the lrs chamber occurred during the procedure which may have contributed to the higher than expected wbc content in the platelet product. This phenomenon, known as¿pasting¿, is rare and usually donor-related. Based on the available information, it is possible that this leuko reduction failure may be donor related.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf did not show a definitive root cause for the higher than expected wbc count of the platelet product. Signals showed that platelets exited the chamber 5 minutes after the valve was opened however the platelet concentration exiting the chamber was not consistent during the collection. Platelets were not exiting the chamber as expected and it is possible that an escape of wbcs from the lrs chamber occurred during the procedure which may have contributed to the higher than expected wbc content in the platelet product. This phenomenon, known as ¿pasting¿, is rare and usually donor related. Based on the available information, it is possible that this leukoreduction failure may be donor related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The trima platelet collection set is not available for return because it was discarded by the customer.